Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 2.50x12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 22.3cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The de novo target lesion was located in the left circumflex artery. A 2.50x12mm promus element plus drug-eluting stent was advanced but could not cross the lesion and as the device was being pushed, the kinked and the shaft broke. The device was removed and the procedure was completed with a different device. There were no patient complications reported.